Event description:
It was reported that during review in the emergency room, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found to have delivered an inappropriate shock. The device was programmed to secondary vector at the time of the shock and there appeared to be t-wave oversensing. It was also noted that the shock impedance had decreased, however, remained within normal limits. Device setup was performed to assess the vectors with primary being selected. It was noted the patient had received an inappropriate shock approximately three and a half years earlier at which point the electrode had been repositioned to mitigate further inappropriate therapy. Technical services (ts) recommended performing posture assessment. Additional information was received that posture evaluations were performed to assess all three vectors. Following the assessment, the vector was programmed to the primary to mitigate further inappropriate shocks. No adverse patient effects were reported.